Manufacturer narrative:
This report is submitted on february 02, 2018. (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at abutment site and subsequently was administered a topical steroid (date and duration not reported).